Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that patient was revised due to glenosphere dissociated from baseplate at the bone to implant interface. Original primary was on (B)(6) 2024 with the first revision occurring on (B)(6) 2025 for dissociated glenosphere. On (B)(6) /2025, the central screw, peripheral screws, humeral tray and liner were replaced. The product was not returned to depuy synthes, however a photo was provided for review. See attachment (B)(4) sticker sheet ad 31 dec 2025. The photograph attached was reviewed, however it does not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photograph provided is not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Added: b5. Corrected: h6 (health effect - clinical code).

Event description:
Additional information was received stating: was there any adverse consequence to the patient relevant to this event? If yes, please kindly provide details. Yes, the adverse event was the need for surgery in order to revise the components and stabilize the joint. Please provide patient status/ outcome: patient is doing well as far as I know.

Event description:
It was reported that patient was revised due to glenosphere dissociated from baseplate at the bone to implant interface.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (B)(4) is not available.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 concomitant. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.